Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1126902) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci clinical research associate that a (B)(6) male patient with history of peripheral vascular disease (pvd) and previous catheterization procedure underwent an elective peripheral intervention procedure on (B)(6) 2011. The patient was given clopidogrel (plavix), asa, bivalirudin (angiomax) and warfarin (coumadin) peri-procedure. Access was obtained at the common femoral artery via a 7f terumo sheath in a retrograde approach. A pre-procedure femoral angiogram showed no presence of calcium in the vicinity of the puncture site. Following the procedure, the physician who is a trained user of the mynx, chose the mynx with grip technology for femoral arterial closure. It was reported that the physician shuttled down and when the sheath was retracted, immediate bleeding at the access site occurred. The physician deflated the balloon and removed the entire device. Manual compression for 15 minutes was applied at the access site followed by an application of a femostop. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.